Event description:
During left knee arthroscopy, synovator concave blade, from smith & nephew endoscopy, failed to work and teeth broke off from the blade. Joint was examined and no metal pieces were seen in the knee joint. Rep notified at smith & nephew. Device to be returned to MFR for examination.